Manufacturer narrative:
Distribution history: the complaint product was manufactured at csi on 21-nov-2017 under work order (B)(4) and sold on 09-jan-2018. Manufacturing record review: DHR-220870 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: 04-oct-2022 - (B)(4)-bad seals and trigger-the delivery tube is too long. The delivery tube was shortened. Tested ok. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt: the complaint unit was returned on a repair. However, based on log (B)(4) this unit was at csi on 06-jul-2023. Visual evaluation: visual examination of the complaint product revealed no physical damage. Functional evaluation: complaint product was functionally evaluated and found not to function properly. Root cause: the root cause of this issue has been attributed to the main valve being worn and corroded. This issue is be attributed to normal wear and tear. The valve assembly was cleaned and adjusted. The unit was tested ok and was returned to the customer. Coopersurgical will continue to monitor this complaint condition for trends.

Event description:
No additional information is available.

Event description:
It was reported that the valve would not close during cryosurgery. No adverse event. No additional information. 1216677-2023-00102 900076 ultra freeze 2023-07-0000128.

Manufacturer narrative:
Customer has indicated that the product is in process of being returned to cooper surgical for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.